Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has experienced a systemic rash due to the adhesive used for the bandage at the ipg site. There was pus visible from the ipg wound site and the patient was placed on antibiotics which made the rash worse. The pus had resolved by (B)(6) and the patient was prescribed steroids.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The rash is resolving.